Event description:
An ophthalmologist reported that a pt presented with a centrally located ulcer, right eye, associated with wear of air optix contact lenses and use of complete easy rub lens care solution (manufactured by amo). The pt reported having worn lenses while swimming in a swimming pool and the same night she experienced pain. She had been prescribed treatment at an ophthalmology clinic. The cultures of a corneal scraping and the pt's lens case were positive for pseudomonas aeruginosa. There was no anterior chamber reaction noted and the incident was reporting as resolving with residual scarring and associated decreased visual acuity expected. The pt was scheduled for further follow-up. Request has been made for add'l info, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The returned sealed product samples were found to meet specifications for all evaluations performed. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.